Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2014 with the following findings: evaluation revealed that the display screen was dim and discolored. In addition, evaluation revealed a cracked battery compartment. Unrelated to these issues, evaluation revealed a missing/detached audio bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored. Evaluation also revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/16/2014.